Event description:
Bd 1ml syringe's, reorder # 309602. Mulitple lot #'s over a period of time approaching 1 year. Tip of syringe is contaminated with hair, dirt, dust and other un-identified things as well as appearing to be used. These are brand new syringes, never open or used by consumer. Bd contacted on 4/2002 and multiple times since then. Multiple samples have been submitted to them, but rptr can't get answers as to what the contamination is. They suggested rinsing the devices prior to use and have stated that the device has been sterilized (to include the contaminant) after mfg. The replacement products that they have sent are actually worse than the original devices purchased in 10/01, 11/01, 12/01, 2/02 and march or april 2002.